Event description:
It was reported that the patient had been hospitalized with low blood glucose levels. The patient's blood glucose levels reached an unknown level while wearing the pod for an unknown amount of time. There was no information given about how the patient was treated and when they were released. Unable to do follow up since no patient information was given for follow up.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.